Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit failed to function and displayed an e-2 error. It was further reported that there was no patient involvement and no adverse consequences.